Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to alarming error 1720. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It's recommended to replace the back up capacitor to resolve the issue.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarmed lec 1720. No adverse patient events reported.